Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The hospital's nurse manager reported the bradycardic patient was being monitored by the mx40 and patient passed away.

Manufacturer narrative:
H10: a philips field service engineer (fse) retrieved the mx40 pwm log and philips intellivue information center (piic) audit log, piic rfda log, and piic device debug log, from the site. The fse was also able to obtain pictures of the mx40 and its¿ battery adapter tray. The product support engineer's review of the battery adapter tray images determined the tray to be in poor condition. Instructions for use (IFU) for the intellivue mx40 advises in the ¿caution¿ section: the mx40 battery adapter tray requires routine inspection, and will require replacement when visible signs of wear are present, including corrosion, cracks, bends, crimping, or curling that can lead to a battery short and overheating, or prevent disposable batteries from remaining securely in the tray. It is recommended that the mx40 battery adapter tray be replaced every 12 months or when visible wear is recognized. A philips product support engineer (pse) reviewed the manufacturing history of the mx40, logs from the mx40 and the piic, and images of the mx40 and the battery adapter tray used with it. The pse¿s review of the piic audit log confirms that beginning at 19:54 a series of alarms were provided by the piic as the patient¿s condition deteriorated and were silenced at the piic by the staff. Alarms that were silenced. Based on the log data and condition of the battery adapter tray, the reboot event was less than one minute, which is consistent with momentary power interruption resulting from an impact to the device and is not associated with a battery change. Based on the investigation, the mx40 was working as designed. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10: after the initial conclusion of this case, the hospital provided images of electro cardiographs (strips) for the date and time frame of (B)(6) 2020 18:00 to 20:45, maintaining that the device did not alarm for a heart block. The strips are being evaluated and compared to the logs that were previously provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.